Manufacturer narrative:
The external visual inspection of the device revealed a missing contact pad on one of the electrodes prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed several cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed a missing contact pad on one electrode prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed several cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing with a single type of external processor. The electrode condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection revealed encroachment of non-conductive epoxy at the kovar tab. The reported complaint of no lock was confirmed during the analysis of this device. Elevated resistance was measured across electrical component (kovar tab), which is believed to be related to the loss of lock. A corrective action has been implemented. This is the final report.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed a missing contact pad on one electrode prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed several cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed and resulted in out of range values for one of the electrical tests performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection of the device revealed a missing contact pad on one of the electrodes prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed several cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This is an interim report.

Event description:
The pt reportedly experienced loss of lock between the internal device and external equipment. External equipment was exchanged, however, the issue was not resolved. The pt's device was explanted.